Event description:
Pt was found unarousable. A leak in the trach cuff was noticed. Air was placed into the cuff to maintain a seal. Several times, but kept leaking. The pt was transported to the emergency dept and expired approx 10 mins after the trach was changed.